Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete lead was returned and analyzed. Resistance testing found the lead was not electrically continuous, and detailed analysis including an x-ray confirmed that the outer conductor coil had a fracture 23cm from the terminal pin. Based upon the location of the coil fracture, evidence suggest that this type of damage is consistent with cyclic fatigue near the clavicle. The reported clinical observations of high out of range impedances were likely the result of the lead damage observed in the laboratory. 3191 code was used to denote surgical intervention.

Event description:
It was reported that this right ventricular (rv) lead had a lead safety switch from bipolar to unipolar due to spike in high out of range impedances greater than 3000 ohms. The patient was brought into the clinic for further testing and isometrics in unipolar was unremarkable. Further testing in bipolar revealed obvious noise that was reproducible. The plan was to discuss further with the physician. The lead remains in-service. No adverse patient effects were reported. Additional information was received that this lead was explanted, and was returned for analysis. No further details were known, and no adverse patient effects were reported.

Manufacturer narrative:
3191 code was used to denote surgical intervention.

Event description:
Additional information was received that this lead was explanted, and was returned for analysis. No further details were known, and no adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead had a lead safety switch from bipolar to unipolar due to spike in high out of range impedances greater than 3000 ohms. The patient was brought into the clinic for further testing and isometrics in unipolar was unremarkable. Further testing in bipolar revealed obvious noise that was reproducible. The plan was to discuss further with the physician. The lead remains in-service. No adverse patient effects were reported.